Event description:
It was reported that the patient had an MRI on (B)(6) 2014 and the pump was not interrogated following the MRI. When the pump was interrogated (B)(6) 2014, the pump logs noted that a motor stall occurred (B)(6) 2014 with a stopped pump period may exceed tube set message on (B)(6) 2014. The patient had been having no symptoms and no issues. The pump was interrogated again and the logs were re-read and it was noted that a motor stall recovery occurred. The device system was delivering dilaudid. It was later reported that no other troubleshooting was done. The patient left the clinic with the pump working normally.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l37094, implanted: (B)(6) 1996, product type catheter. (B)(4).